Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. No device was returned for analysis. History record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a refractive surprise. The lens was exchanged for an unknown model. Additional information has been requested.